Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and rash on (B)(6) 2021 to (B)(6) 2021 with blood glucose level was 160 mg/dl but went up to 400 mg/dl or 500 mg/dl. Customer was using auto mode. The insulin pump will not be returned for analysis.